Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump. Subsequently, an unspecified malfunction occurred which resulted in an unexpected reset. Customer's blood glucose level was 250 mg/dl. Reportedly the customer left the pump plugged in and it was able to charge successfully and the customer loaded a new cartridge and continued to use the pump for insulin therapy.